Event description:
The following information was provided: screws on the inside of the mics vibrated loose and fell onto the field during bone cuts. Case type / application: tka 2.0 update from mps on april 27, 2026: it was the screws from inside the collar where the saw attachment sits in. May 11, 2026: I just received the mics from patient safety and the silver collar is detached.